Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was liquid leakage from the connector connection part. The issue was discovered during priming. There was no patient involvement.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that a leak was observed at the tube luer junction of all the cassettes during the ramp up. As received no damage or anomalies were observed. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.